Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, surgeon could see an oil like film on the surface of iols. When surgeon touched the iol after implantation with a hook or hydro needle, only the touched area seems to be peeled off. The surgeon commented that this iol finding clearly visible under a microscope but not so much on video. The surgery was performed and completed without product replacement. Additional information has been requested. There are ten medical device reports associated with this report.. This is 5 of 10.

Event description:
Additional information has been requested and received stating patient was experiencing poor vision, also reported there might be possible patient harm.

Manufacturer narrative:
The product was not returned for analysis. Only photo and video was returned. The reporter stated: "it seems that the surgeon has not been able to keep checking the condition or iol(intraocular lens), so it is unclear whether the finding is continuing or have disappeared". Photos & video review: photo review: 10 photos received. The optic appears to have a clouded appearance in the photos under different light settings. Video review: the video shows iol implantation. As the iol enters the eye and begins to unfold it is manipulated into position with a surgical tool. During this manipulation a slight cloudiness can be seen on the optic under certain light conditions/light reflections. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.